Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a total laparoscopic hysterectomy with bilateral salpingectomy procedure, the device was used and after two sutures applied, the straight needle broke in half. One half of the needle was retrieved, the rest was unable to be found and was too small to be seen on x-ray. It was unknown of the retained piece was pulled up in suction.